Manufacturer narrative:
(B)(4). M2a magnum cup, pn us157852 ln 708140. Modular porous taperloc, pn 103204 ln 859020. Magnum taper adapter, pn 139252 m2a ln 641690. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 08116. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent right hip revision approximately 9 years post implantation due to allegations of severe pain, discomfort, soreness, dysfunction, loss of range of motion and elevated metal ion levels. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records received. Surgeon notes pre-op lab results for cobalt and chromium were mildly elevated. Significant leg length discrepancy was found. Metallosis and staining to tissue in the hip were found along with trunnionosis at the neck/head junction. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.